Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with off no power alarm. The customer's blood glucose level at the time of incident was 120mg/dl. The customer states they did not receive a low batter alert prior to the off no power alert. Troubleshoot was conducted. The customer was advised to insert recommended battery brand, and monitor the device. The customer was advised to call back if issues persist.